Event description:
The customer reportedly obtained a 137 mg/dl and 421mg/dl on the accu-chek compact plus system within a ten minutes timeframe. No actions taken or treatment rendered based on blood glucose results. No adverse event reported. New system sent and return requested.